Manufacturer narrative:
(B)(4).

Event description:
The patient underwent a procedure for a drg trial where 4 leads (from the same lot) were placed. It was reported the patient experienced a headache following the drg trial lead implant procedure. The physician suspected a possible cerebrospinal fluid (csf) leak had occurred, however no visible signs of a leak were observed during the procedure. The patient's headache resolved without intervention and the trial leads were removed as planned.